Event description:
It was reported that, "after the surgeon implanted the tibial component on the pt tibia by using the tibial impactor/extractor, he could not dissociate the tibial impactor/extractor from the tibial component. He could not screw down because it was too tight. Then, he dissociated the tibial impactor/extractor from tibial component by using pliers."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.